Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a broken tube. The tube broke away from the flange or collar, as a results the patient had to have it put back in on a few occasions. There was no patient injury.